Event description:
On 13 mar 2008, the sales rep reported that during 2 level anterior cervical discectomy and fusion (acdf), the plate broke when the surgeon attempted to bend the plate prior to implantation. The plate did not come in contact with the pt. There was no surgical delay. The surgery was complete without any further incident. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Did not occur in surgery. Product is an instrument. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.